Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc was unable to reproduce/confirm the reported image errors. The possible causes based on each defect found are: outer tube ¿ damaged light-guide fiber composite & dents: the reported issues are most likely attributable to improper handling by the user, more specifically subjecting the device to excessive external force. Insufficient light intensity ¿ considerable damage to light-guide fibers: the reported issue is most likely attributable to improper handling by the user, more specifically subjecting the device to excessive external force. Cable unit ¿ cut in gray protection hose, ruptured protection hose, damaged cover glass at light-guide connector, corroded and discolored video connector: the reported issues are most likely attributable to improper handling by the user. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm or reproduce the customer¿s reported ¿image is red¿ problem. The inspection noted the following: the distal end was deformed, the light guide lens is chipped or broken, the light guide bundle is damaged and discolored/yellowish attributing to a dark image, the rigid outer tube shaft is dented, the video cable is scratched and damaged, the resistance of the heater is defective, and the cover of the circuit (up) board is corroded. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer endoeye high-definition ii autoclavable video telescope has an image defect, ¿image is red¿. The reported defect was found after the laparoscopic surgery. The procedure was completed with another device. No death, injury or harm was reported to olympus.